Manufacturer narrative:
Manufacturing site: asahi intecc hanoi co., ltd. Hanoi, vietnam, registration number: (B)(4). Device evaluation could not be performed because the affected device was not returned. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the obtained information, results of lot history review, and referring to known similar events, it was presumed that stress exceeding the product design limit might have been applied on the caravel while the catheter tip had been caught due to the lesion and/or anatomical conditions. Consequently, the catheter tip was torn off. Although it was concluded that this event was not attributed to product quality, retrieval of the catheter tip was considered an additional treatment and a possibility could not be completely ruled out that some catheter fragment(s) might be left in the patient anatomy as the affected device was not returned. No CAPA will be taken. Instructions for use (IFU) states: [warnings] if any resistance or something abnormal is felt when operating this microcatheter, do not continue the manipulation while the causes are unclear. If it is suspected that this microcatheter is not operating correctly, avoid excessive manipulations, and carefully remove the entire catheter system while paying full attention to avoid complications. (Continuing the manipulation while the cause of the problem is not identified may cause damage to this microcatheter, and damage the blood vessel.) This microcatheter must always be operated under high-resolution fluoroscopic guidance. Particular attention should be paid when inserting or withdrawing this microcatheter into or through stenotic areas, and narrower vessels than the microcatheter. (Abrasion may result in damage of this microcatheter. This may cause vascular injury and perforation.) [Malfunction and adverse effects] separation.

Event description:
User facility medsun mandatory and voluntary report (uf report #: (B)(4) was received via the us distributor on december 3, 2024. It was reported that the tip of an asahi caravel microcatheter had separated in the left circumflex artery (lcx) during a percutaneous coronary intervention (pci) to treat the lcx. Additional action was taken to retrieve the separated catheter tip. The procedure was completed successfully with stent deployment. It was informed that there were no adverse patient effects associated with this event and the patient was fine after the procedure.